Event description:
A female pt underwent aaa repair using zenith devices to repair a large type I endoleak of another manufacturer's stent. The physician felt the only option was to use a renu device. One renu cuff and one main body extension were placed and this did not resolve the endoleak so the physician converted the patient to open surgical repair and some time later, the patient developed infection and expired. Patient expired on an unknown date after the procedure due to infection.

Manufacturer narrative:
Event evaluation: still under investigation.